Event description:
A 30-yr-old female underwent bilateral temporomandibular joint arthroplasties, meniscectomies and proplast teflon implants in 12/84. In 12/91, the pt began experiencing problems with the implants because of significant condylar and temporal bony erosion bilaterally and underwent removal of the implants and reconstruction of the temporomandibular joints in 3/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.